Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer wanted to let them know of a malfunction they were having with the foley catheters. The bottom drainage part that was attached to the bag had been, in some instances, become sealed to the backing of the bag and did not allow one to drain the urine out of the bag. They did not know if made sense, but when they attempted to unseal it, then the bag broke. That was not the first time that had happened, they were heard the other nurses had experienced the same. Took pictures of the issue and also checked to saw if the lot number was the same for all the catheters but every single one of them had a different lot number and the info paper for that specific catheter had already been disposed of.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The product catalog and lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. A DHR could not be performed since no lot number was provided. Correction: f, h. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer wanted to let them know of a malfunction they were having with the foley catheters. The bottom drainage part that was attached to the bag had been, in some instances, become sealed to the backing of the bag and did not allow one to drain the urine out of the bag. They did not know if made sense, but when they attempted to unseal it, then the bag broke. That was not the first time that had happened, they were heard the other nurses had experienced the same. Took pictures of the issue and also checked to saw if the lot number was the same for all the catheters but every single one of them had a different lot number and the info paper for that specific catheter had already been disposed of.